Event description:
Customer states that he attempted to use his compact plus meter when he was having hypoglycemic symptoms, but was unable to use the meter due to a dead battery. Customer called emts, who obtained a reading of 97 mg/dl on their meter. Emts advised customer to consume carbohydrates, and did not provide any medical care. Customer was "too weak" at this point to self-treat, so his sister provided carbohydrates. He states that he felt better about an hour later. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.